Event description:
It was reported that unipolar rv sensing was noted during a visit in clinic. Provocation test confirmed the observation. The device was reprogrammed by adjusting the sensitivity.

Manufacturer narrative:
The devices were not returned for analysis. The analysis is therefore only based on the returned device data as well as the inspection of the quality documents associated with the manufacture of these particular devices. The manufacturing processes for the ipg and the lead were reviewed. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. The final acceptance tests proved the devices functions to be as specified. In a next step, the returned device data was inspected. The follow-up from september 15th, 2025 documents a rv bipolar impedance value > 2500 ohm. The documented rv unipolar impedance values are normal. The pacemaker was re-programmed to unipolar configuration. Based on these observations a damage of the rv lead cannot be excluded. With respect to the reported myopotential oversensing in unipolar configuration, there is no indication of an ipg malfunction. The analysis of the returned data showed no indication of an ipg malfunction. Based on the data the integrity of the lead may be compromised.